Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Gross, microscopic visual and functional testing were returned for evaluation. The investigation is confirmed for the reported fracture and the identified deformation due to compressive stress and wear as two kinks were noted on the proximal end of the catheter shaft and a third kink was noted toward the distal end of the catheter shaft. A circumferential split was noted from the distal end of the cath-lock and the edges of the split appeared rounded and the surface was noted smooth. The port body and attached catheter were patent to infusion with a leak noted at the circumferential split. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one and a half years post port placement via the right internal jugular vein, the port system was allegedly found to have hole on the catheter. It was further reported that, the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one and a half years post port placement via the right internal jugular vein, the port system was removed and an alleged hole was found on the catheter. There was no reported patient injury.